Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use multiple daily injections as backup therapy, and technical support arranged to send a replacement pump, providing software updates and training through the tandem source account. The customer was advised on how to return the faulty pump using the provided return box and pre-paid label.